Event description:
It was reported that the wake button was sticking or failed to respond. There was no adverse impact to the customer¿s blood glucose level. The customer indicated they were okay to continue with the current device, and no follow-up was needed. No additional patient or event information was available.